Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was report occlusion alarms occurred and the customer was using pump supplies for longer than 3 days with novolog insulin, which is considered off label insulin use.. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 490 mg/dl. The customer attempted to self-treat with a manual dose injection but was treated in the ICU intravenously with fluids of saline and insulin in the ICU. The customer was released on with no permanent damage and issue resolved on (B)(6) 2024.